Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutdown. Customer¿s blood glucose level was 504 mg/dl. Customer delivered a correction bolus via pump and received normal third party assistance to address bg level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.